Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the leads had migrated and confirmed via x-rays and one lead had impedance issue. As such surgical intervention was undertaken on (B)(6) 2025, it was seen the leads had pulled out from the ipg header and was repositioned and fixed. Therapy was restored and impedances were cleared.